Event description:
Malfunction of icp monitor. No evidence by CT to suggest a change in icp. Basilar cisterns well seen, cortical "gyri sulci" visualized and unchanged from initial CT, no new mass lesions. Doubtful function of ventricular catheter, catheter adjusted. Customer reported the monitor showed high readings and it was believed that the pt had high icp. However, CT showed pressure was not high and it is believed that the microsensor ventricular catheter was faulty.